Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that when the field representative was checking the subcutaneous implantable cardioverter defibrillator (s-ICD) prior to an MRI, she noted that battery status indicated 16 percent remaining. It was noted this device was just implanted six months earlier. It was further noted that no battery depletion code displayed. Boston scientific technical services (ts) reviewed data from the remote home monitoring system and found that one month earlier the battery status was 95% remaining. Engineering reviewed the data and confirmed the device battery was depleting earlier than expected. Device replacement was recommended. To date this s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and returned for analysis.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A review of the device memory noted no resets, errors, or fault codes. The device did not pass automated electrical testing. The case was opened and an internal high voltage fuse was damaged (i.e., no longer intact). The battery was removed and internal visual inspection noted no irregularities. Resistance measurements noted the in-line fuse for the battery pack was open. An external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case.